Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial lead was unable to be successfully implanted. This lead was properly placed in the atrium but due to sensing issues the physician attempted to reposition the lead. During reposition procedure physician was unable to retract helix. Physician unable to insert stylet in terminal pin. This lead was successfully removed and replaced prior to pocket closure. No adverse patient effects were reported.